Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the insulation on the hemopro jaw was coming loose. The burner and harvesting tool were prepped and inserted as usual, as per the educational video. The insulation fell off of the jaw of the burner after several branches had already been successfully burned. After each branch was burned the burner was withdrawn into the harvesting tool. After advancing the tool back into the dissection tunnel I opened the burner jaws, and the insulation fell off in one piece. The silicone insulation was completely detached from the cold jaw. There had been no obvious trauma to the jaws or the burner/ tool. The procedure was finished procedure with different device. When retrieving the piece of insulation using the burner jaws the insulation kept crumbling into smaller pieces. Some pieces were unable to be removed. The vein harvest took additional time to complete. There were no complications.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, g3, g6, h2, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000520026 - history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.